Event description:
The reporter stated that during a surgical procedure using the tibiaxys distal tibial osteotomy system, the screw thread of the compression guide broke off and was stuck onto the plate. The surgeon had to remove the thread from the fixation plate. There was no adverse outcome for the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.